Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported events of outflow graft twisting and obstruction. Additionally, review of the submitted log file could not confirm the reported low flow events or the reported changes to pump power and pulsatility index (pi). A specific cause for the reported events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported heart failure symptoms could not be conclusively established. The submitted log file contained events that spanned approximately seventeen days, per the timestamps. No low flow events were captured. Additionally, there were no significant changes in pump power or pi. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline cut approximately 1.5¿ from the pump housing. A distal portion of driveline was returned which measured approximately 22.5". The apical sewing ring was returned over the inlet extension with green suture present. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft was returned attached to the outlet elbow, which was attached to the pump's outlet port. The outflow graft bend relief was returned attached to the outflow graft with the outflow graft bend relief collar sutured in place. Upon disassembly, inspection of the outflow graft revealed no evidence of twisting or deformation that would have been present during patient support. Inspection of the graft lumen did not reveal any adhered depositions or thrombus formations. Additionally, there were no creases or deformations filled in with tissue on the exterior of the outflow graft. There was also no tissue accumulation within the lumen of the outflow graft bend relief. The outflow graft did not reveal any issues which would have contributed to the reported events. Visual inspection of the remaining blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump was cleaned and reassembled. Examination and testing of the returned portions of the driveline found them to be unremarkable. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and heartmate ii lvas patient handbook, are currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii lvas. The IFU also provides an explanation of all pump parameters, including pump flow, power, and pulsatility index (pi). The IFU explains that changes in patient conditions can result in low flow and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU provides outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Additionally, the IFU warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Furthermore, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented with low flows, high power, low pulsatility index, and heart failure symptoms. A computed tomography was preformed and showed a twist in the outflow graft. A sternotomy and pump exchange were preformed due to outflow graft obstruction, twist, and defect/abnormal position. The outflow conduit was blocked by seroma. The patient was recovering.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that log files were submitted for concern of thrombosis, as pump flow and power have been decreased since december. The patient was asymptomatic and a ramp test was performed. The data reviewed did not indicate any sign of thrombosis. The patient was hospitalized for further evaluation. A computed tomography (CT) was performed and confirmed the outflow graft was narrowed and the pump was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that an x-ray and computed tomography (CT) scan showed slight flexion proximal to the anastomosis of the delivery vessel, and it was decided to follow up with a contrast CT as needed. A contrast-enhanced CT was performed in aug and a regular examination was performed in nov. The patient was discharged without any problems. The discharge pump flow was 4 l/min, pump speed was 8800 rpm, pump output was 5.3 w, and there were no significant changes over time. In january, the patient visited the outpatient clinic due to decreased pulsatility index (pi). The pump flow was 3.3 l/min, the pump speed was 880 rpm, the pi was 4.1, and the pump power decreased to 4.8 w, indicating malaise. There were no marked change in the blood test values and the patient was observed. One month later, the patient's pi fell below 4, so they visited the outpatient department again. The flow was 3.0-3.4 l/min, the pi was 3.9, and the pump power was 4.8 w, showing fatigue, headache, and tinnitus. Due to pump failure and suspected blood graft stenosis, contrast CT was performed. Transthoracic echography was also performed. Severe stenosis was found in the blood graft, and the pump was replaced with a heartmate 3. A large amount of seroma was found between the transfusion graft and the ventry leaf, and the transfusion graft was displaced and narrowed. The length of the leaf was cut in half. The decrease in pump flow, pump power, and pi was suggested to be one of the indices of blood graft stenosis. In conjunction with the assessment of cardiac function, medium to long-term changes over time were monitored.

Manufacturer narrative:
Section a1: patient identifier corrected. Section b1: type of report corrected. Section d1: brand name corrected. Section d4: model number, catalog number and lot number corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported events of outflow graft twisting and obstruction. Additionally, review of the submitted log file could not confirm the reported low flow events or the reported changes to pump power and pulsatility index (pi). A specific cause for the reported events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported heart failure symptoms could not be conclusively established. The submitted log file contained events that spanned approximately seventeen days, per the timestamps. No low flow events were captured. Additionally, there were no significant changes in pump power or pi. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline cut approximately 1.5¿ from the pump housing. A distal portion of driveline was returned which measured approximately 22.5". The apical sewing ring was returned over the inlet extension with green suture present. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft was returned attached to the outlet elbow, which was attached to the pump's outlet port. The outflow graft bend relief was returned attached to the outflow graft with the outflow graft bend relief collar sutured in place. Upon disassembly, inspection of the outflow graft revealed no evidence of twisting or deformation that would have been present during patient support. Inspection of the graft lumen did not reveal any adhered depositions or thrombus formations. Additionally, there were no creases or deformations filled in with tissue on the exterior of the outflow graft. There was also no tissue accumulation within the lumen of the outflow graft bend relief. The outflow graft did not reveal any issues which would have contributed to the reported events. Visual inspection of the remaining blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump was cleaned and reassembled. Examination and testing of the returned portions of the driveline found them to be unremarkable. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and heartmate ii lvas patient handbook, rev. D, are currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii lvas. The IFU also provides an explanation of all pump parameters, including pump flow, power, and pulsatility index (pi). The IFU explains that changes in patient conditions can result in low flow and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU provides outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Additionally, the IFU warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Furthermore, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.